Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) grade 4. Xtw lot: 40930r1036 was implanted first anterior/septal mid without issue. After 2-3 failed grasping attempts, it was noted that chordae was torn. Xt lot: 41211r1036 clip was attempted to be implanted. The xt clip became stuck under the valve in the chordae in the posterior/septal commissure and had to be deployed in place. The clip was able to be placed on both leaflets despite being stuck in the chordae where it was deployed and stable. Tr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: d4 - model # and d4 - catalog # updated to tcds0301-xt.